Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause was not reported. The patient was treated with vancomycin and cephalosporin (intraperitoneally, doses and frequencies not reported) for the peritonitis event. At the time of this report, the patient had recovered. The action taken with dianeal therapies was not reported. Additional information is not available.